Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having pain all over her back. It was stated that the patient had had an epidural procedure 10 days prior to the report and then her left side got worse. It was stated the doctor didn't give her as much medication on the left side because it wasn't hurting, but then it started to hurt after the epidural. The patient was having another epidural in one month, on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), product type programmer, patient; product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2007, product type extension product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was due to increased lower back pain. It was noted that the patient had "long standing lower back pain and it was not related to the spinal cord stimulation. The patient was not hospitalized and there was no patient injury. It was stated that the increase in lower back pain was not related to the stimulation.

Manufacturer narrative:
(B)(4).